Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomaly. The customer¿s blood glucose level was 147 mg/dl. There were cracks on insulin pump casing around the battery cap, there was rainbow effect on screen, battery life has diminished, there were random no delivery alarm. The buttons were hard to push, sticky and sometimes unresponsive, priming, has the insulin ever squirt out instead of drip. When customer was changing reservoir, they had noticed a piece of plastic chipping off. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.